Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) found fluid underneath the entire setup of their homechoice (hc) device. The hp ended the therapy. The hp was not sure of any specific product leaking or setup issues. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.